Manufacturer narrative:
(B)(4). The lot was manufactured january 27, 2016 ¿ january 28, 2016. The device was received for evaluation. Visual inspection noted fluid contained in the housing of the device. A functional leak test was performed and fluid was found to be leaking out of the bladder crimp. The reported condition was verified. The cause of the condition could not be determined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked into the overpouch. This was discovered while unpacking the shipping carton containing the device. No leak was observed at the compounding facility before shipping the device. The device was filled with 4400 mg of fluorouracil in a 5% dextrose solution for a fill volume of 230 ml. There was no patient involvement. No additional information is available.